Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0w7g9, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they had interstim implanted for urinary and fecal. The patient had experienced a loss or change of therapy. The patient reported a loss of stim sensation and states her therapeutic effect is "questionable". The patient did not feel stimulation. The patient had already tried increasing from 2.2 to 2.4 and still felt no stim sensation. There were no trauma/falls reported that could be related to this issue. The patient stated she will try increasing amplitude to a point where she can feel the stim sensation again and then monitor symptoms. Symptoms reported were: loose stools. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use were noted as: gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported they turned stimulation up from 1.2 volts to 4 volts. Stimulation was felt, but it still did not stop the incontinence. Probiotics helped with the liquid stools, but the patient could not control their bowels if the stool was in the rectum.